Event description:
A 2.75mm diameter x 14mm length endeavor rx drug-eluting coronary stent was deployed in to a pt with no issue reported. However, nine days post implant, the pt presented with symptoms. Brain infarction due to arteriosclerosis was diagnosed. The pt was hospitalized and medication was started to treat articulatory disorders. A carotid stent was also deployed to prevent recurrence of brain infarction. No other sequelae were reported. The brain surgeon and cardiovascular physician denied any relation between the relevant device and the reported event. Additional info received form the field also indicated that the pt co-morbidities may have had an impact on the reported event. Stroke is listed as a complication associated with the use of coronary stenting devices.

Manufacturer narrative:
(Secondary intervention: medical treatment, deployment of a carotid stent) - eval, results - stroke, pt's co-morbidities.